Manufacturer narrative:
This event occurred at (B)(6) for clinical and experimental medicine in the (B)(6). Approximate age of device - 1 year, 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was monitored for recent minimal lactate dehydrogenase (ldh) level elevation. Ramp test showed full unloading with higher speed settings. CT scan provided suspicion on potential outflow graft twist. Patient was admitted and indicated for revision and de-rotation procedure. During operational revision, surgeon found 30°rotation of hm3 outflow graft and removed structures from space between bend relief and outflow graft. Ramp test performed in the operating room after correction showed improved unloading parameters of the lvad system. During procedure implanted hm3 outflow graft clip.

Manufacturer narrative:
The evaluation of the submitted CT images confirmed the report of an outflow graft twist; however, a specific cause for the report of elevated ldh could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The submitted log files captured the pump appearing to function as intended with no atypical alarms throughout the duration of the data. No unusual events were observed in the log files. Visual inspection of the CT images revealed contrasting on the outflow graft diagonal to the direction of the graft, which could indicate creases as a result of a graft twist. The location of the creases appeared to have been adjacent to the graft attachment under the outflow graft band relief. The accumulation of twisting within the graft is related to rotation of the metallic outflow graft connector within the attached outflow graft bend relief connector. An exact duration of time for which a twist was present could not conclusively be determined through this evaluation. The patient remains ongoing on (B)(6). No further information was provided. The manufacturer is closing the file on this event.